Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an "error-2" message with the use of the adc device. As a result, customer was unable to use device to monitor glucose and experienced a loss of consciousness. The customer was seen by a healthcare professional and treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an "error-2" message with the use of the adc device. As a result, customer was unable to use device to monitor glucose and experienced a loss of consciousness. The customer was seen by a healthcare professional and treated with glucagon injection. There was no report of death or permanent injury associated with this event.